Event description:
The pump was returned for investigation. Investigation revealed that the battery cap height was out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box recorded multiple power on resets. There was corrosion found in the bottom of the battery compartment. There was moisture in the pump and a battery compartment leak was found. During evaluation, the battery cap was able to completely tighten with no yellow o-ring showing. A pump rewind, load and prime steps were performed with no loss of power. The battery cap height was found to be out of specifications. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.